Event description:
A low advia centaur cp ca 19-9 result was obtained on a patient sample and considered discordant when compared to elevated onboard auto dilution test results. The customer performed repeat dilution testing on the patient sample and the results were elevated. The discordant sample was sent to another laboratory for repeat testing and the neat result was low. There was no report of adverse health consequences due to the discordant advia centaur ca19-9 result.

Manufacturer narrative:
The cause for the lower neat result when compare the elevated dilution recovery results is patient specific and may be attributed to a high dose hook effect. The ca 19 9 patient sample when serially diluted up to a dilution factor of 1:20000 resulted in increased test results with a decrease in relative light units (rlus), however a final dilution result was not performed by the customer beyond the 1:20000 dilution factor and there is no patient sample available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the procedural notes section states the following: "in the advia centaur cp ca 19-9 assay, patient samples with levels of ca 19-9 as high as 5,800,000 u/ml do not demonstrate a paradoxical decrease in the rlus (high-dose hook effect)." The instruction for use (IFU) under the limitation section states the following: "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patients clinical evaluation." "Warning: do not use the advia centaur cp ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur cp ca 19-9. Normal levels of advia centaur cp ca 19-9 do not always preclude the presence of disease."